Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter was damaged. There were no missing pieces from the balloon of the catheter.

Event description:
It was reported that the balloon of the catheter was damaged. There were no missing pieces from the balloon of the catheter.

Manufacturer narrative:
The reported event was confirmed. The exact cause could not be determined. Received only catheter for evaluation. Visual inspection noted a sac burst along the lumen. No pieces of the sac were missing. A blown sac along the inflation eye was observed. Per the functional testing, water was introduced into the inflation lumen and experienced obstructions to impede flow. Microscopic examination found conditions that could be associated with the reported event. The following results were obtained during the dimensional evaluation: eye snip length: 3/32¿ inflation lumen coverage: 12 thou balloon thickness: 28 thou burst initiated from bottom collar of sac: 1.5cm the balloon thickness measured 28 thou. In addition, the edges of the burst area were brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" 1074: "l" 2199: "nl"